Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A prolapse post medial leaflets and thick leaflets were noted. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened about 5-10 degrees. It was noted the clip remained stable on the leaflets. Mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and per the physician, the reported unintended movement associated with clip opening while locked is related to patient conditions and due to long pml and the prolapse. There is no indication of a product issue with respect to manufacture, design, or labeling.